Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the top case chipped by power button (edge) and right plunger case cracked. No apparent contamination. During force sensor testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. Force sensor is worn out and no longer operates properly. Replaced force sensor.

Event description:
It was reported that the device is not operating. No patient injury was reported.